Event description:
Trochanteric fixation nail used to repair high shaft femur fracture, approx 6 weeks later, nail was found to be bent/broken. Pt did not have a traumatic event nor fall. A second surgery was done to replace said defective device. Device is product of synthes (B)(4). A company rep was present in operating room when device was removed. This individual took said nail back for laboratory testing. To this date pt nor physician has not been contacted/notified of any findings. Dates of use: (B)(6) 2010. Diagnosis or reason for use: high shaft femur fracture repair. Event abated after use: no. Event reappeared after reintroduction: no.